Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly. Customer stated that the buttons had to be pressed multiple times to get a response and had difficulty priming because of the act button not working well enough. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.